Event description:
Additional information was reported that this ICD was explanted and successfully replaced with a competitor's product. The rv lead was then tested on the pacing system analyzer (psa) and the pacing impedance measurement was 600 ohms. The physician suspects that the out of range impedances were caused by a loose pin. The rv lead remains implanted and in service and the device will be returned for laboratory analysis.

Manufacturer narrative:
At this time, this ICD and rv lead remain implanted and in service. There are currently no plans to surgically revise either product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received a shock was went to the emergency room. When the ICD was interrogated, it was discovered that the rv lead presented with pacing impedances above 2,000 ohms and there was noise oversensing that resulted in the delivery of the inappropriate shock. The noise was could not be reproduced with shoulder movements or isometric testing. Two x-rays were performed and no anomalies were noted. The lead's terminal pin was in the correct position in the device header and there was no observation of a loose connection. The physician suspected a possible rv lead fracture at the subclavian site possibly due to the patient's weight training activities. No adverse patient effects were reported.